Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was frayed at the distal idler pulley. The frayed strands struck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found indentation at the edge of the distal pulley with visible scratches on its surface. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci thymectomy procedure, the staff reportedly observed a torn cable at the tip of the maryland bipolar forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.